Manufacturer narrative:
Additional information had been requested; however, no information was available. Should additional information be received, this event will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing threshold measurements and loss of capture. A possible lead fracture was noted. The patient had complete heart block and experienced seizures due to lack of perfusion when there was no capture. A surgical revision was performed and the lead was surgically abandoned and replaced. No additional adverse patient effects were reported.